Event description:
According to the physician, the obtryx transobturator mid-urethral sling system was implanted during a combined laparoscopic salpingectomy, posterior repair, and sacrospinous fixation procedure on (B)(6) 2011. The patient was seen several times (exact number and dates unknown) post procedure and presented with complaints of dyspareunia, stress incontinence, and overactive bladder. The patient was diagnosed (date unknown) with myofascial pelvic pain syndrome, prescribed gabapentin and mobic for pain and referred for physical therapy. The patient presented with erosion of the mesh in (B)(6) 2011. The mesh was excised on (B)(6) 2011. The patient was last seen by the physician on (B)(6) 2012 with only remaining complaints of dyspareunia. Incontinence had resolved. The patient was prescribed mobic and cymbalta as well as a vaginal estrogen cream (unknown brand). A vaginal exam showed no more evidence of erosion and vagina dimensions were normal. The physician informed the patient that the cause of dyspareunia was spastic pelvic floor musculature and not the sling. She was schedule to return in 6 months; however, the patient did not return and has not been heard from since. All other information is unknown and unavailable.

Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2011. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, the patient presented with erosion of the mesh in (B)(6) 2011. The mesh was excised on (B)(6) 2011. All other information is unknown and unavailable.